Event description:
Wound drain broke at the flat white part, approximately one inch inside the patient's abdomen upon removal by nurse per the doctor's orders. Patient was returned to surgery to have the indwelling drain portion removed.